Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the drive support cap was protruded. The customer reported that there was a crack on the drive support cap. The customer reported that they experienced high blood glucose. The customer stated that emergency medical services were called for the high blood glucose. The customer's blood glucose was 21 mmol/l at the time of incident. The customer stated that the insulin was spraying out but not dripping out. The customer stated that there was something wrong with rewinding and delivery part. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump passed the self test, unexpected restart, off no power, displacement and rewind tests. The pump alarmed compromised force sensor system during the basic occlusion test and was unable to prime during the prime test due to a loose/protruded drive support disk. Unable to complete the functional testing due to the prime anomaly. The motor was tested outside of the device and it passed. No hot motor slide was noted during testing. The pump was received with a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.